Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va01ngw, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
The health care professional via the manufacturers representative reported that the patient fell in early (B)(6) 2015 and she was getting excessive vibrations and burning sensations. At the time of initial report, the issue was not resolved and a device check was scheduled for (B)(6) 2015. There was no surgical intervention. Additional information from the manufacturers representative noted that on (B)(6)2015 when the patient was seen, the stimulation was turned up slightly. That was all that was done; the cause of the excessive vibrations and burning sensations remains unknown. The issues resolved. The patient was indicated for fecal incontinence and gastrointestinal/ pelvic floor. No further information was provided. If additional information is received, a follow up report will be sent.